Manufacturer narrative:
Pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify watchdog timeout alarm, external ram crc error alarm and unexpected restart error test alarm due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received an unexpected restart error alarm after changing battery due to a blank display. Customer reported that pump was making a loud pitched sound and received two watchdog timeout alarms and an external ram crc error alarm. Customer's blood glucose was 189 mg/dl. Customer reported that display screen returned after troubleshooting. Insulin pump passed self-test. Customer was advised that insulin pump would need to be replaced due to alarms.